Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial impedance rose sharply several months earlier, with high threshold also noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.